Manufacturer narrative:
The reported event of high threshold was confirmed. Final analysis found a complete lead was returned in three pieces. Visual examination of the lead found full breach outer insulation degradation exposing the outer coil adjacent to the connector boot region and two external abrasions breaching the outer insulation and exposing the outer coil consistent with friction to the device can on the connector portion of the lead. The cause of the reported event was due to the exposure of the outer coil in the degradation and abrasion zones. Abbott is continuing to monitor this issue.

Event description:
Related manufacturing reference number: 2017865-2023-11843. It was reported that the patient presented for a generator change procedure. Upon interrogation, it was noted that the right atrial lead exhibited noise that was oversensed by the device and the right ventricular lead exhibited loss of capture due to high capture threshold. The right atrial lead and right ventricular lead were explanted and replaced. The patient was discharged post procedure.